Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, the rep met with the patient for reprogramming. Therapy was restored for the right leg, but ineffective for the left leg. Diagnostics revealed high impedances on the lead. Surgical intervention maybe taken at a later date to address the issue.

Event description:
Additional information received, identified the scs system was explanted.